Manufacturer narrative:
The pump was received with a cracked case on the display window corners, minor scratches on the lcd window, a cracked reservoir tube lip and a cracked belt clip slot. The pump was received with intermittent button response noted during testing due to the corroded keypad traces. No button error alarm or frozen screen was noted. The pump passed functional tests, including the displacement, rewind, basic occlusion, occlusion, prime, and excessive no delivery alarm tests. The pump functioned properly.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call of issues with their insulin pump. The customer states they received button error alarm and had unresponsive buttons. The customer's blood glucose level at the time of incident was 278mg/dl. The customer's most current level was 450mg/dl. The customer had not treated for the highs yet, and would be contacting their healthcare provider. Troubleshoot was conducted. The high levels could not be troubleshot due to button error. The customer was advised the pump would be replaced and returned for analysis.